Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion test, prime/a33, excessive no delivery and occlusion tests. No display anomaly noted. No motor error alarm noted and the motor was tested outside of the device and passed. However, the insulin pump was cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was having a motor error alarm with their insulin pump. It was reported that the device's monitor was showing black abnormality. It was reported that the device would be replaced. No further information provided.